Manufacturer narrative:
The returned implantable pulse generator was analyzed, passed all tests performed, and exhibited normal device characteristics. The ipg was successfully recharged within a four-hour cycle, and an analysis of the devices data logs did not show any anomalies related to premature battery depletion. However, upon reviewing the charging log, it was discovered that the charging cycles were not long enough to achieve a full charge of the ipg. The allegation that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and discomfort could not be confirmed. During both visual and functional assessments, the ipg exhibited typical characteristics. However, a review of the labeling revealed that the reported events are known risks associated with the implantation of a pulse generator as part of a spinal cord stimulation system.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively.